Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate episodes of auto mode switch was due to oversensing noted on a remote transmission. Programming changes were performed. The condition of the patient is fine.